Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00484. It was reported the patient experienced ineffective stimulation. Patient previously suffered a fall. X-rays indicated lead migration had occurred. Surgical intervention was undertaken and 2 leads were removed and replaced. Postoperatively, the patient reported receiving effective therapy.